Event description:
It was reported that during a coronary stenting treatment procedure an inflation on issue occurred. Access was obtained through the femoral artery. The 2.25x12 mm, eccentric shaped, 98% stenotic, de novo lesion was located in the severely tortuous right coronary artery. The physician pre-dilated the lesion with a 2.5x15 mm maverick balloon and then placed a 2.25x12 mm promus element stent and during inflation of the stent delivery balloon it was observed that the device had "two balloons"; one in the stent and the other in the proximal portion of the catheter. The patient had a coronary spasm with hemodynamic changes (bradycardia and hypotension). The device was removed and the patient was given 1 mg atropine and 500 milliliter saline solution in bolus. The procedure was then completed with another 2.25x12 mm promus element stent and the patient's status is reported as stable. The procedure was completed with another 2.25x12 mm promus element stent. The patient's status is reported as stable.

Manufacturer narrative:
Device evaluation: the balloon catheter was returned for analysis. The stent was not present on the balloon. A visual examination of the returned device revealed damage to the outer shaft section. The outer shaft had expanded in the damaged section. The material did not appear to be weakened and remained tough when probed. There was some minor damage to the outer shaft, resembling a nail mark, adjacent to the defect. A guidewire check was performed and no difficulties were encountered passing a 0.014 inch wire through the guidewire lumen. There was no damage detected on the balloon or bonds on microscopic examination. The balloon appeared to have been inflated and there were traces of contrast media inside the inflation lumen. A syringe was used to apply a small positive pressure to the device using air. The defect in the outer shaft inflated and held pressure. No leaks were visible. The defect was microscopically examined and no obvious signs of damage were visible on the surface of the material. The defect was noted to be asymmetrical. A series of hypotube kinks were visible at 275mm, 660mm, 800mm, and 868mm distal to the strain relief: dimensional measurements of the device met specifications excluding the location of the damaged areas. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, an inflation on issue occurred. Access was obtained through the femoral artery. The 2.25x12mm, eccentric shaped, 98% stenotic, de novo lesion was located in the severely tortuous right coronary artery. The physician pre-dilated the lesion with a 2.5x15mm maverick balloon and then placed a 2.25x12mm promus element stent and during inflation of the stent delivery balloon it was observed that the device had "two balloons"; one in the stent and the other in the proximal portion of the catheter. The patient had a coronary spasm with hemodynamic changes (bradycardia and hypotension). The device was removed and the patient was given 1 mg atropine and 500 milliliter saline solution in bolus. The procedure was then completed with another 2.25x12mm promus element stent and the patient's status is reported as stable. The procedure was completed with another 2.25x12mm promus element stent. The patient's status is reported as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).